Manufacturer narrative:
The actual device was received for evaluation. A visual inspection with the naked eye was performed which observed the tubing was separated from the male luer. There was no evidence of lack of solvent during the tubing inspection. The solvent was applied in a uniform manner in the circumference of the tubing. Dimensional testing was performed and the tubing was within specification.the tubing and luer lock were according to drawing. The reported condition was verified. The cause of the condition could not be determined, however, potential causes could be an excess of solvent applied at the automatic assembly or an external force applied to the tubbing. The excess of solvent could end up lubricating the tubing and letting it slide out of the bond. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set snapped and separated above the end luer lock collar. The issue was observed while turning a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.